Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose had been dropping over the past two days. The patient's blood glucose was low late friday afternoon. The customer also had a blood glucose of 89 mg/dl on saturday at lunch time, he had input the appropriate carbohydrates in the insulin pump, but his blood glucose dropped to 43 mg/dl twenty minutes later. The customer treated with candy bars. The customer's blood glucose increased to 112 mg/dl. During troubleshooting it was confirmed that the drive support cap appeared normal. The customer's most recent infusion set change was one and a half days ago. The reservoir contained less insulin than what was shown on the status screen. Additionally, the customer mentioned that they were not experiencing low blood glucose incidents while using the recalled infusion sets; however, the hypoglycemia occurred while using approved infusion sets. The insulin pump and infusion set were not returned for analysis.